Manufacturer narrative:
The medical center discarded the impella product. No product analysis and testing is possible. The definitive root cause can not be determined. The failure mode will be monitored and trended.

Event description:
A patient suffering from an acute myocardial infarction was admitted and placed on hemodynamic support with an impella cp via access at the femoral artery. After about 11 hours of support, the pump was explanted due to concerns of bleeding at the access site. The team explanted the pump from the femoral artery and placed a new, second cp, via the axillary artery. Vascular surgery later placed a viabahn stent to the femoral artery to achieve successful hemostasis.